Event description:
It was reported this drainage catheter was placed for treatment of a renal cyst. Post placement, 100% dehydrated alcohol was injected through this catheter. During withdrawal it was noted, this drainage catheter had fractured and remained in the cyst. Attempts to retrieve the detached catheter segment were unsuccessful. The pt returned to the hosp approx 2 weeks later for scheduled surgical removal of the detached catheter segment. This device has not been received for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device the co is unable to determine if the device met its specifications. Co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. Co believes the non-indicated use of this device contributed to this event and did not attribute it to this device.